Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the normal protocol was followed and a standard balloon aortic valvuloplasty was carried out using a numed nucleus balloon. During the valvuloplasty a piece of calcium came off one of the native aortic leaflets and occluded the left main coronary artery. The patient arrested and died after 20 minutes of CPR. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).